Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was surgically implanted via the left axillary/subclavian artery in a 73-year-old male patient with cardiomyopathy presenting in scai stage e shock on (B)(6) 2025, remaining in place for 72 days until explant on (B)(6) 2026. During support, there were episodes of high purge pressure with purge flow reduction (pf decreased from 10 ml/h to 2.5 ml/h), prompting contact with clinical support and recommendations for troubleshooting. As the device had been implanted for an extended duration, the hospital initiated lysis therapy and subsequently exchanged the impella for a new device, with no harm reported and normal function restored after replacement. Prior interruptions in anticoagulation due to nonspecific bleeding events were also noted (ptt 36.9, anti xa 0.09). The purge cassette was replaced; however, the issue persisted, and all associated products ¿ pump and purge cassette ¿ was requested for return. The patient survived to explant and continued as a bridge-to-impella therapy pathway. Based on the available information, the high purge pressure and suspected kink appear consistent with expected long duration support challenges, anticoagulation variability, and physiologic or tubing related purge line obstruction, rather than an intrinsic device malfunction. The device functioned as intended until replacement, and the patient experienced no device related harm. Final assessment remains pending complete product evaluation; however, current findings indicate no evidence of impella 5.5 device defect. Bleeding is a known risk associated with the impella 5.5 per the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: d4 catalog number updated. H6 component code changed from g04105 to g07003. H6 investigation type removed b13. The investigation for the major bleed, high purge pressure, and the product damage has been completed. The cause of the major bleed was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product and insufficient logs were returned for evaluation. The cause of the product damage could not be determined as no product was returned and limited clinical details were provided.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Section d4. Primary UDI number has been updated.